Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off while the customer was sleeping. Customer reported they charged the pump battery to 100% before going to sleep. Customer reported blood glucose (bg) level was 398 (mg/dl). An injection was used to address bg level. Review of the pump history with the customer determined the battery fully discharged within 12 hours. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.